Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. However, the pump was received with missing segments/partial display, problem isolated to lcd board. Unable to perform self-test and displacement test or verify communicate to sensor simulator due to missing segments/partial display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer also stated that the screen was not working properly. The insulin pump will be returned for analysis.